Manufacturer narrative:
Additional information has been received during an investigation process, clarifying that the date when the arjo employee became aware of the complaint was 2019-apr-02, not as initially indicated 2019-apr-09. Due to this fact, the awareness date has been changed accordingly. While collecting additional information to the event about maxi 500, arjo technician clarified with the customer facility representative that no actual device tilt occurred. The involved caregiver explained that when they have been trying to lift the resident, with the use of arjo maxi 500 device, the caregiver felt that the device is starting to tilt. In response to that, the caregiver stopped resident lifting, confirmed everything was fine with the resident, and then continued the transfer. The device was then visually and functionally inspected by arjo service technician. The device was in working condition according to manufacturer's specification. No failure was detected that could lead to device tipping. The device passed also all functional tests. From the device design perspective, arjo passive floor lift device has been designed in accordance to iso 10535. It passed the tests for stability with safe working load weight (swl) during the design phase. The tests performed in accordance to iso 10535 proved that even on a tilting slope, when lifting 1.25x the swl, the device remains stable. The complaint has been determined reportable due to initial allegation that device almost tipped over. After receiving further information during the course of investigation, we were able to confirm that no tipping occurred. It was more caregiver feeling that the device can start to tilt. In addition arjo device was found to be fully operational, any malfunction was found. Please note that the review of reportable events, did not revealed any other complaint on maxi 500 devices related to the one investigated here. There was no patient or caregiver injury reported, the caregiver completed the resident transfer safely, without any issue. For this reason, presented circumstances are no longer seen as meeting the definition of MDR's and will not be reported to competent authorities in the future.

Manufacturer narrative:
This report is being filed under exemption e2012068 by the arjohuntleigh magog inc. (Registration #9681684) on behalf of the importer arjohuntleigh inc (ahus) (registration #1419652). Additional information will be provided upon investigation conclusion.

Event description:
It was reported to arjo representative that the maxi 500 device almost tipped over during use.